Manufacturer narrative:
Correction: device available for evaluation - yes should have been checked on the initial report. Correction: device evaluated by MFR- yes should have been checked on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the device with dirty electrical contacts on the video connector being connected to the video system center or the video connector board failed when the power of the video system center was turned on. The event can be detected/prevented by following the instructions for use which state: "do not insert the video connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and the customer¿s allegation was not confirmed during inspection. The evaluation uncovered there was noise on the image due to the breakage of the charged coupled device and the video connector was contaminated. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during at receipt inspection, the entire screen became black, unable to restore the blackout on the endoeye flex deflectable videoscope. Upon inspection and testing of the customer returned device, there was noise on the image due to the breakage of the charged coupled device. This report is being submitted as a MDR based on this evaluation result. There were no reports of patient harm associated with this event.